Event description:
Reporter indicated that the patient began to experience tachycardia once the device was programmed on. The patient does not have a history or a family history of cardiac issues. The medical professional indicated that some other symptoms were present that suggested arrhythmia and that some other traumatic events occurred prior to the start of the arrhythmia, but did not provide any specifics. The arrhythmia does not correlate with stimulation on times nor does it occur when device diagnostics are performed. The arrhythmia is not believed to be related to device stimulation; however, device stimulation exacerbates or co-currently contributed to the arrhythmia. The patient is taking several medications such as phenobarbital, rozerem, dilantin, and norco, however, there were no medication changes prior to the onset of the event. The patient's device has been programmed off and the arrhythmia has not occurred since the device was programmed off. Device diagnostics have not been performed, due to the patient's low settings. The patient will be scheduled for explant.